Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking where the middle port and the bag meet. The leak was discovered during use but no patient involvement or adverse events were reported. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). The reported sample was returned for evaluation. Functional test and magnified inspection identified the reported condition as a leak that immediately began gushing liquid from the front and back weld of the spike port. The leak was due to the eva having been torn from the front and back side of the spike port weld. This issue would have been identified immediately after filling and upon removal from the compounder. There was no weld burn or other manufacturing defects present. Based on evaluation findings and customer reported issue was detected "during use", the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.